Manufacturer narrative:
(B)(4). The device was evaluated on 1/8/2018. The device malfunction was confirmed upon evaluation which determined that the pouch was not sealed. Further investigation for this device malfunction is required. There was no reported patient impact.

Event description:
On (B)(6) 2017, a patient received a surgical procedure including laa management using an atriclip ach240. When the circulating nurse was preparing to present the ach240 to the scrub nurse, the device slid out of the bottom end. It was observed specifically as the nurse was going to open the device pouch from the top that the sterile packaging was not sealed at one end. The device was not opened in the sterile field. There was a 3-minute delay as another clip was opened and used. There was no reported patient impact.